Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1. The reporter alleged error 1 sc 5 was on the screen when she turned the meter on and after removing and replacing the batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.